Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose of 594 mg/dl. The customer stated she was having issues with the serter. The customer stated the infusion set would not fit the serter and she had to insert manually. The customer had changed the site 3 times. Customer stated that the infusion set was bent in three places and notice insulin was dripping on the side. The serter was replaced.